Event description:
It was reported that a nurse couldn¿t disconnect a dehp free solution administration set with injection site. This occurred during infusion. The reporter stated that when the nurse tried to remove the luer, it broke in the unknown stopcock. There was patient involvement but no injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.